Manufacturer narrative:
The microsensor (826653) was returned for evaluation. Device history record (DHR) - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - there was no visible damage to the millar sensor, catheter material, or connector. The internal wires are broken inside connector. No testing was possible. Based on the evaluation, the supplier was able to confirm the complaint. The complaint was confirmed in the failure analysis. The likely root cause is the catheter was pulled on/stretched causing the connector wire to snap. Currently the complaint issue does not represent an adverse trend, however the issue will continue to be monitored and trended through the complaint evaluation process.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the microsensor (id826653) was implanted on (B)(6) 2021. The icp showed normal readings after the microsensor was implanted into the patient. After the procedure, the icp showed negative readings when reconnected to the microsensor. Therefore the microsensor was removed and replaced on (B)(6) 2021. Based on additional information received, the cables were switched after the negative readings.